Event description:
A call to technical services on 3/31/11 states that caller is from medtronic. Paceart, attempting to upload a diskette into paceart but kept getting a message indicating the user to update the serial number. Noted from this new programmer (did not have serial number) that there was a space introduced before the serial number. Not heard of it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).